Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and non-calcified iliac artery. An 8.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured immediately at the nominal pressure. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.